Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. After valve deployment, transesophageal echocardiography (tee) identified moderate aortic insufficiency (ai) characterized by both central and eccentric jets. A moderate paravalvular leak (pvl) was initially noted. However, subsequent imaging review confirmed a central leak with no evidence of pvl. On follow-up, the patient is scheduled for surgical intervention to explant the transcatheter valve and implant a surgical valve.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: central regurgitation was observed. The valve appeared to have a waist, which indicated that the valve was likely or under expanded. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the provided imagery. A review of the DHR, complaint history and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported'' it was a case of a 23 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. After valve deployment, moderate ai by tee. Per imaging review, central leak was noted and no pvl.'' Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Per imagery review, the transcatheter heart valve (thv) appeared slightly under-expanded. The under expanded valve may hinder proper leaflet motion and coaptation, leading to central regurgitation. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.